Event description:
It was reported that the dexcom g7 continuous glucose monitor lost signal to the ilet after the user walked away from the pump to charge it, and the sensor did not automatically reconnect; support guided the user to toggle the cgm setting between g7 and g6 on the pump and re-enter the sensor pairing code, and the user was informed of the pairing period. Symptoms included no adverse clinical effects or alerts. Outcomes included successful troubleshooting and user education with no medical intervention or hospitalization. Investigation included remote technical assessment and guided troubleshooting focused on cgm connectivity and pairing. Investigation of this case revealed loss of wireless communication between the cgm and the ilet with resolution through reconfiguration and re-pairing, consistent with expected device behavior when the pump and sensor are separated beyond communication range. It was concluded, based on previously established findings for similar reports, that the cause was user-device separation leading to loss of connectivity, resolved by correct re-pairing procedure.